Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that the clamp does not work in the surgery, when the trigger to slide the needle is activated, it comes out at one end of the clamp but not in the center as it should be. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received provided by customer. The complaint device was received and evaluated. Visual observations revealed that the device had marks of wear and tape on some parts of the gun; also, a retention plate was attached in the jaw. To test its functionality, it was tested on a sample rubber strip and a needle; as a result, it revealed that the needle deploy as normally, and it comes out correctly. After several times the needle was not functioning as expected due to it was very hard to deploy causing the device to jam; therefore, it was not possible to deploy it as normally. The trigger had to be manually pushed back to retract the needle to its original position. A manufacturing record evaluation was performed for the finished device lot number (9020022108), and no non-conformances were identified. No information was provided on how or when the failure has occurred; therefore, a definitive root cause could not be determined. The maintenance conditions of the device is unknown, the possible root cause of reported failure could be attributed to an improper maintenance during cleaning/ sterilization cycle would lead to bio-debris build up inside the express sew shaft causing wear of internal components leading to rough deployment issues. Since this is a reusable device and this failure has possibly occurred after using it in this manner for many procedures. However, this cannot be conclusively affirmed. As per IFU-115808, it is important to inspect the device prior to use to ensure proper mechanical function. Also, it is necessary to follow the instructions to cleaning and sterilization process and between uses, lubricate moving parts with the water-soluble lubricant in accordance with the manufacturer¿s instructions. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot: an mre review was performed and results obtained as below : anomalies or discrepancies (non-conformance) : none.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was not returned after multiple attempts for device return, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (9020022108), and no non-conformances were identified. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) during an unknown surgery on (B)(6) 2021, it was observed that the clamp on the suture /needle passer device did not work as when the trigger to slide the needle was activated, it came out at one end of the clamp but not in the center as it should be. The same device was used to complete the procedure after several attempts. There were no adverse patient consequences reported. No additional information was provided.